Event description:
It was reported that during a procedure the anchor was inserted easily. When the guide and inserter were removed a piece of metal was seen stuck in the bone. It was believed to be a broken tooth of the guide, but was found to be one of the forks of the inserter that had broken off. A grasper was used to dislodge the fragment from the bone and took about one minute to complete.

Event description:
It was reported that during a procedure the anchor was inserted easily. When the guide and inserter were removed a piece of metal was seen stuck in the bone. It was believed to be a broken tooth of the guide, but was found to be one of the forks of the inserter that had broken off. A grasper was used to dislodge the fragment from the bone and took about one minute to complete.

Manufacturer narrative:
The product was not physically returned for investigation. However, based on additional information provided, the reported failure mode could be considered confirmed. It was observed that the inserter tip was broken off into the bone away from the pilot hole, such that when the anchor was removed and the fragment was visualized, the initial thought was that a guide tooth had broken off, as the fragment was close to where the edge of the guide had been. Only after checking the guide to confirm that no teeth were missing, and checking the drill to ensure no fragments were missing, did the team check the inserter and notice that one tooth was broken off. Thus the suspected root cause is user error by not keeping the guide stable over the pilot hole. In sum, the product was not returned for investigation but the reported failure mode could be considered confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.